Event description:
It was reported that the patient underwent hip revision due to a broken revitan stem. Attempts have been made and additional information on the reported event has not been provided at this time.

Manufacturer narrative:
(B)(4). G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d2b, d4, d9, d10, g3, g6, h2, h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The revitan stem was returned to the product surveillance team for investigation and the connection pin of the distal stem is fractured. Part of the connection pin fragment is left in the distal part of the stem, whereas the other part has been returned disassembled from the proximal part of the stem, with the nut used to connect the connection pin to the proximal part also being returned disassembled. A ceramic femoral head is still mounted on the taper of the proximal part. No bone ongrowth can be seen on the anchoring surface of the proximal part. The characteristics on the fracture surfaces of both the proximal and distal fragments point to a fatigue fracture with the origin located on the lateral side. Bone attachments can be found throughout the anchoring surface of the distal part. Overall, both the distal and the proximal parts shows scratches and nicks, as well as two notable damaged to the distal part, most likely caused during revision surgery. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Two radiographs of the right hip were provided and reviewed by a radiologist with the following assessment: "two views of the right hip demonstrate a right total hip arthroplasty with fracture of the femoral component of the junction of the femoral neck and stem. Four cerclage wires. Question associated fracture of the greater trochanter. Osteopenia". Based on the available information, the reported event can be confirmed. The outcome of the investigation remains unchanged. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D6a: this product was implanted on an unknown date in 2020. D10: item # 0100402055, revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14, lot # 2995538. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Two radiographs of the right hip were provided and reviewed by a radiologist with the following assessment: "two views of the right hip demonstrate a right total hip arthroplasty with fracture of the femoral component of the junction of the femoral neck and stem. Four cerclage wires. Question associated fracture of the greater trochanter. Osteopenia". Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.